Event description:
It was reported that the programmer was unable to complete its boot-up process. The "beeps" following power-up were heard but then the screen remained grey. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was unable to complete its boot-up process. The "beeps" following power-up were heard but then the screen remained grey. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis was unable to confirm the customer comment that the programmer was unable to boot up, however software engineering did confirm "registry corruption." The hard drive was reconfigured and the software was reloaded. Analysis also found a broken left keyboard hinge which was replaced. Product ID 2067l radio frequency programmer head; product ID r2290 software analyzer. (B)(4).